Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018 the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by (B)(6). No attempt has been made to retrieve the filter, therefore it remains implanted. The patient alleges perforation occurred and further ¿the irretrievable filter subjects plaintiff to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, thrombosis and even death.¿ argon¿s attorneys are attempting to gather additional information.